Event description:
It was reported that after an interventional renal procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment and removal of the device, although the physician did not pull excessively on the rail suture, the suture broke. A snap noise from the suture breaking was not heard. The suture was removed and manual arterial compression was applied to achieve hemostasis. A clinically significant delay was reported. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for the reported lot and revealed no other incidents related to suture breaking. Based on the information reviewed, there is no indication of a product deficiency.